Event description:
A resident used heparin lock flush solution. We have 2 syringes 100 units -lot #kh02552 and #kh02517- that need to be tested for ocs. Could you please direct us on where it can be tested.